Event description:
700 cc of IV fluid administered over a two-hour period. The control-a-flow was set at 100 cc/hr. After the control-a-flow was replaced, the IV ran at the appropriate rate. Pt's condition was unchanged with clear lung sounds and stable blood pressure.